Event description:
On (B)(6) 2012, it was reported that this vns patient had redness over the lead and generator site the previous day. The patient was acting fine, not complaining of pain or itching. The patient's parents took her to the emergency department the previous day and the patient was given a dose of antibiotics. The patient's parents reported that the event was not associated with dosing changes or patient manipulation. The patient's white cell count was normal, and the patient did not have a fever. The surgeon's office was uncertain as to if rejection was causing the redness. As of (B)(6) 2012, the rash had resolved, and the patient was fine. On (B)(6) 2012, the physician's office reported that the patient likely did not have a history of redness/rash. Attempts for additional information have been unsuccessful.

Event description:
On (B)(4) 2012, additional information was received from the surgeon's office. It was stated that, on (B)(6) 2012, the patient's parents reported a bright luster red rash at anterior cervical incision that spread rapidly to the right side of the neck. The tract to the generator was unaffected, but there was a rash over the generator site. The patient's parents were alarmed at the redness. They took the patient to the emergency department where she was given intravenous antibiotics. When the patient was seen on (B)(6) 2012, the redness was gone. The patient's device was interrogated two weeks prior to this event and was reported to functioning properly. The relation of the rash to vns was unknown.